Event description:
On 1/6/94 we were notified by the hospital that the ventilator failed to function properly on a pt on 12/13/93. The hospital also informed us that the pt was briefly "bagged" and then switched to another ventilator was previously returned to us only with a note that it had malfunctioned.